Manufacturer narrative:
This device was not returned to (B)(4) for evaluation. During a follow up call from (B)(4) clinician it seems that the flow stop tab in question is being snapped off, instead of twisted as instructed. (B)(4) is not able to confirm this complaint because no device was returned.

Event description:
The initial reporter stated that "the tab over the spring that needs removal is breaking". This causes a piece of that tab to remain in the tubing, not allowing the flow stop to depress fully and renders the tubing useless. During follow up, (B)(4) did verify that the tubing has not been used on a patient. (B)(4).